Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements of greater than 200 ohms. Technical services (ts) reviewed device data and noted that the shock impedance measurements had been stable in the 50 ohm range with no evidence of a gradual rise. After the out of range value, shock impedance returned to baseline. There was no evidence of noise and ts suspected a possible electromagnetic interference (emi). The patient was later seen in clinic and the out of range impedance measurement was not reproducible. Ts recommended reprogramming options. This lead remains in service. No adverse patient effects were reported.